Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level went up to 516 mg/dl. She treated her blood glucose level with a bolus and then syringes. Customer's blood glucose level dropped to 49 mg/dl. She treated her blood glucose level with juice. Troubleshooting was declined. The device was not returned.